Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4)manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue. The cardioplegia bridge, cpu and data cable were replaced but the issue could not be resolved. The device was requested for return to livanova deutschland for further investigation and repair. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message during priming. There was no patient involvement.

Manufacturer narrative:
The device was requested back to the manufacturer site for further investigation. Results revealed that the patient bridge and the stirrer mechanism were rusted. The stirrer motor was stiff and the shaft worn out leading to the reported error message.

Event description:
See initial report.